Event description:
A doctor alleged that one (1) patient had to have their crown cut off after placement with the maxcem elite clear, because the cement had set up too quickly.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The crown was re-cemented with the same product, without further incident. The product was not returned. The lot number 4690551 alleged in this report has been identified as an affected lot which is part of an ongoing maxcem elite recall. A DHR review revealed that the product was released within specifications. In addition, no similiar complaints were received with this lot.